Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Customer¿s blood glucose value was 90 mg/dl. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue.